Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (63 mg/dl). Reportedly, the pump basal rate was recently adjusted by the customer's endocrinologist and the customer believes it was adjusted too high. Customer consumed carbohydrates to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.